Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed for patient burn based on the nature of this adverse event; no sample was returned for evaluation. It is also unclear what device (e.g. Probe, thermo pad) and where on the patient the burn may have occurred. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A device history records review was not conducted since there was no reported probe lot number and ship history lot review was not performed since probe item number is unknown. Information from distributor states, "we are sure that the rita electrodes worked ok. We suspect the introducer from merit medical to be the reason for the burns, because of insufficient isolation." Labeling review: the instructions for use which is supplied to the user with this catalog number contains the following statements: "do not attach anything (i.e., clamps, etc.) To the device. This may damage the insulation, which could contribute to patient injury. Do not bend or kink the trocar. This may cause damage and result in a non-functional device" a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
First event: a distributor reported being informed, by the (B)(6), about two incidents of skin burns during osteoid osteoma ablation procedures, with rita starburst electrodes. No additional information is available. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.